Event description:
It was reported that, during reprocessing, the scope tested positive for 1-100 colony forming units (cfus) of pseudomonas aeruginosa, 1-10 cfus of escherichia coli, 1-10 cfus of klebsiella pneumoniae and 1-20 cfus of proteus mirabilis . All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.